Event description:
It was reported that three 512sd's and a uv120 were used during a laparoscopic colectomy. It was reported by the affiliate that bleeding from common ileac artery. Not sure if uv120 or trocars caused the injury. The case was converted to open and bleeding was stopped. The pt lost 1600cc of blood.